Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Part/lot combination unknown at synthes (B)(4), no DHR review possible. However, the manufacturing documents for part 08.501.001.05s lot 8653941, with manufacturing date 10/29/2013 and part expiration date 6/1/2018 were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: according to the product development evaluation and the visual examination the implant device have been cut open during the surgical revision and should have been the devices which cut through the bone as per the complaint description. No design related root cause for implant failure was determined. The root cause can not be explained by product development since this device was functional as per the design intent. However the construct failed as a whole. The additional evaluation was done only a fragment of the sternal zipfix implant was received; the fragment has a length of approx. 8 centimeters. The front part with the needle was missing. Only a fragment of the sternal zipfix implant was received; the fragment has a length of approx. 8 centimeters. The front part with the needle is missing. The relevant dimensions were checked and found to be according to the specifications. Based on the available sternal zipfix implant fragment we consider this complaint to be indeterminate from a manufacturing standpoint.

Event description:
Patient underwent an aortic valve replacement surgery on (B)(6) 2013. Three to four days post operatively the patient dehisced via sternum. The patient experienced pain. It was noted that 5 zipfix bands broke and pulled through the sternum. The patient was returned to the operating room on (B)(6) 2013 for a revision of the sternotomy with sternal plating. The procedure was successfully completed and the patient¿s outcome was good. This report is 5 of 5 for complaint (B)(4).